Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the capacitor for the rtc on the control board is leaking. No patient involvement.

Manufacturer narrative:
Investigation outcome: it was reported that, during preventive maintenance, local biomed found leaking rtc capacitor on control board (pn 10105531/02, s/n (B)(6), (B)(4). The issue was identified during maintenance, and no malfunction was observed in device due to this issue as of yet. However, local biomed replaced the control board preventively. Pictures of the capacitor are attached with complaint. This case is considered as closed.